Event description:
A temperature alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin. Technical support arranged for a replacement pump since it was under warranty. The customer was instructed to use multiple daily injections to ensure insulin delivery continues without interruption. Additionally, instructions were provided on putting the pump into storage mode, and the customer was advised to return the faulty pump using a pre-paid label within 10 days.